Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that pig tail was connected and left as it is, then it caused occurrence of untargeted scope communication. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus technical assistance center (tac) advised the customer to power down the system, remove the pigtail, and reboot the unit, which resolved the issue. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer. D8 was inadvertently selected.

Event description:
The customer reported to olympus, the video system center displayed an e315 error (unsupported scope error). There were no reports of patient harm.